Event description:
The patient reported having communication issues between the implant and the external equipment. The physician also discovered that the paddle lead was cut during a previous surgery. The physician decided to implant the pt with a new boston scientific spinal cord stimulator system.